Manufacturer narrative:
Additional information was provided in h.11. The product was not returned for analysis. Information was provided that lens rotated after surgery. The patient had a larger than normal axial length. The lens had to be repositioned. The root cause for the reported complaint could not be determined. No sample was returned for analysis. The patient had a larger than normal axial length, this may have contributed to the intra ocular lens (iol) rotation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, the patient's post operative vision was 20/60 and the lens had rotated to 27 degree axis with refraction -1.76 +3.00 x95. The surgeon had used 10 diopter lens at 90 degrees initially. So, the doctor ran astigmatism fix and it said to rotate the lens back to 80 degrees so the patient would end up about -0.50 +0.50 x80. The patient had an appointment for his second eye on (B)(6) and the doctor was thinking to rotate the lens on the same day. Additional information was received stating that, the lens got rotated after surgery which was larger than normal al. The doctor then re-rotated the lens and the patient was doing better. Additional information was received stating that, the diagnosis of the harm was blurry uncorrected vision with more astigmatism, the patient's issue was not resolved, the lens was rotated to the correct axis but then it re rotated out of the position again by 1 week after the surgery. The lens which rotated out of the position for the second time was not fixed.